Event description:
The consumer was going down a handicap ramp when the chair allegedly pitched forward, causing him to be thrown from the chair and break his nose.

Manufacturer narrative:
Consumer was reportedly transgressing a handicap ramp and alleged the chair pitched forward. User fell out of the chair and had broken their nose. Nature of complaint suggests user did not have a seat positioning strap on. Current user guide covers this area. Ramp angle transgressed is unknown and current user guide covers this area as well. MDR filed based on injury claim.